Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: separated guide wire required surgical intervention. Device issue: no device malfunction has been reported. It was reported that the patient was taken for intervention in an rca graft. The decision was made to implant another company's 4.0 x 39 mm stent in that vessel. The whisper guide wire was used to cross the lesion during the procedure and while negotiating to cross the lesion, the distal part of the guide wire broke. An attempt was made to retrieve the separated guide wire by trapping it with a balloon, which was successful in pulling the guide wire into the coronary; however, the separated piece slipped into the aorta and moved upward toward the carotid artery. A vascular surgeon was able to surgically remove the guide wire tip. The patient is reported to doing well and is absolutely fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - the IFU states: do not push, auger withdraw or torque a guide wire that meets resistance... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The tip of the guide wire requiring intervention for removal appears to be the result of the separation, and is considered a risk of general ptca practices. A definite cause of the separation could not be determined. The cause of the difficulty crossing appears to be related to lesion characteristics.